Event description:
Procedure performed: urological procedure. Event description: the event date is unknown. Sealed vein remained adherent to voyant seals. Could not remove otherwise than cutting the vein on both sides. There were intraoperative complications due to the use of the voyant instrument. Additional information received from applied medical representative via email 28feb23: he filled in the form because of an incident with voyant during an earlier procedure. There was no complaint made of this incident by the hospital. This procedure ¿went well¿ but in general he is not happy with voyant maryland, in particular when a procedure takes longer time. In general, lap nefrectomies are long procedures around 2,5- 3 hours. At the end of the procedure, the jaw cleaning has to take place more often and the jaw becomes not clean anymore. Result: jaw sticks to tissue because of this. Or-teams clean voyant conform the instructions. Conclusion of the surgeon and or team: the longer the procedure takes, the quicker tissue sticks to the jaw. You have clean the jaw more often, the more the tissue sticks to the jaw again and the more you have to clean it additional information received from applied medical representative via microsoft teams 1mar23: it was a eb215, but no lot# known. Additional information received from applied medical representative via email 23mar23: patient status is ok. Intervention: could not remove otherwise than cutting the vein on both sides. Patient status: ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: urological procedure. Event date is unknown. Sealed vein remained adherent to voyant seals. Could not remove otherwise than cutting the vein on both sides. There were intraoperative complications due to the use of the voyant instrument. Additional information received from applied medical representative via email 28feb23: this procedure ¿went well¿ but in general he is not happy with voyant maryland, in particular when a procedure takes longer time. At the end of the procedure, the jaw cleaning has to take place more often and the jaw becomes not clean anymore. Result: jaw sticks to tissue because of this. Or-teams clean voyant conform the instructions. Conclusion of the surgeon and or team: the longer the procedure takes, the quicker tissue sticks to the jaw. You have clean the jaw more often, the more the tissue sticks to the jaw again and the more you have to clean it. Additional information received from applied medical representative via microsoft teams 1mar23: it was a eb215, but no lot# known. Intervention: could not remove otherwise than cutting the vein on both sides. Patient status: could not remove otherwise than cutting the vein on both sides.